Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. Emdr section h6, codes b14, c19, d15 and d1101 updated to reflect results of investigation.

Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2025, the patient underwent an endovascular treatment for a thoracoabdominal aortic aneurysm using gore® tag® conformable thoracic stent graft with active control system. A 22fr gore® dryseal flex introducer sheath was inserted via the right groin, and coil embolization of the celiac artery was performed prior to stent graft placement. During the procedure, the sheath moved distally, so it was reinserted without a dilator, and subsequently reinserted again with the dilator. Suspected access injury was noted on access site angiography, prompting surgical repair and hemostasis of the right groin. A sheath was then inserted from the patient¿s left side, and the first stent graft (tgm282820j) was deployed in the distal side. The second stent graft (tgm343420j) was deployed proximally. After full deployment of the second stent graft, the delivery catheter was inadvertently removed before the red-lock wire handle was withdrawn, resulting in the second stent graft to migrate distally. Additionally, it was confirmed that the first stent graft, which had been implanted distally, was pushed proximally due to manipulation of the sheath. Angiography revealed a type I endoleak both proximally and distally. The procedure was temporarily concluded, with a plan to perform additional intervention at a later date. On (B)(6) 2025, reintervention was performed, and additional stent grafts were successfully implanted proximally and distally. The physician's comment: the procedure took longer. I mistakenly instructed removal of the delivery catheter before the red-lock wire handle had been withdrawn.